Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2, 36 in 15 drop secondary set w/hgr sets' tubing disconnected when unclamping them, and medication leaked onto the floor. The following information was provided by the initial reporter: "I spiked a pre-med bag when I unclamped the tubing, the tension caused the tubing to disconnect from the chamber and the medication spilled out onto the floor this has happened several weeks ago and we saw that all the tubing with the same lot number had the same fragility where the tubing disconnects without much force at all. We removed all with the same lot number, notified our manager and filled out an incident report. According to the staff who stocks our supplies, they were not aware of this issue."

Manufacturer narrative:
Investigation summary the customer reported tubing disconnected from the chamber and returned two affected samples. There was one sample with only tubing and no drip chamber, and one with both the tubing and drip chamber. The two samples returned had labels which verified the lot number was 20083096. The slight expansion along the tubing is an indicator of separation, and there is evidence on both samples. A device history record review for model ms3500-15, lot number 20063241 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The two samples have the same root cause which is insufficient solvent applied at assembly.

Event description:
It was reported that 2 36 in 15 drop secondary set w/hgr sets' tubing disconnected when unclamping them, and medication leaked onto the floor. The following information was provided by the initial reporter: "I spiked a pre-med bag when I unclamped the tubing, the tension caused the tubing to disconnect from the chamber and the medication spilled out onto the floor this has happened several weeks ago and we saw that all the tubing with the same lot number had the same fragility where the tubing disconnects without much force at all. We removed all with the same lot number, notified our manager and filled out an incident report. According to the staff who stocks our supplies, they were not aware of this issue."